Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to observe insulin drops exit the cartridge patient line during the fill tubing sequence with multiple cartridges. The customer ultimately received an occlusion alarm. The customer reverted to manual injections for insulin therapy. The customer's blood glucose was 120 mg/dl.